Event description:
It was reported that 3 ml bd luer-lok¿ luer-lok¿ tip leaked insulin into the cartridge. This was discovered during use. The following information was provided by the initial reporter: material no: 309657, batch no: unknown. It was reported that when the customer inserted the needle into the cartridge, prior to doing the air removal technique, without pushing down on the syringe plunger, the insulin went into the cartridge. 1. Description of issue: pt reported, when she inserted the needle into the cartridge, prior to doing the air removal technique, without pushing down on the syringe plunger, the insulin went into the cartridge. 2. Number of occurrences: 1 3. Did the customer insert the needle into the cartridge and encounter fill resistance? No. Proceed to step 4. What was your bg reading at the time of this event? Between 54~500 mg/dl . 5. Product lot number: unavailable. 6. For bd product only, are samples available for investigation? Yes. Does customer authorize bd to contact customer to obtain sample(s)? Yes. 7. Did issue cause any injury? If yes, what type of injury? No. 8. Medical intervention needed? If yes, who was the 3rd party and what was the assistance/treatment? No. 9. Resolution: cts explained that bd might follow up with customer regarding returning syringe/needle. No further follow up is required. 10. Note: product category = needle/syringe issue. Complaint only created for syringe as the needle will not contribute to this reported issue.

Manufacturer narrative:
H.6. Investigation summary: no samples displaying the condition reported are available for examination, so we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review could not be performed as lot number was unknown. H3 other text : see section h.10.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 3 ml bd luer-lok¿ luer-lok¿ tip leaked insulin into the cartridge. This was discovered during use. The following information was provided by the initial reporter: material no: 309657 batch no: unknown. It was reported that when the customer inserted the needle into the cartridge, prior to doing the air removal technique, without pushing down on the syringe plunger, the insulin went into the cartridge. Description of issue: pt reported, when she inserted the needle into the cartridge, prior to doing the air removal technique, without pushing down on the syringe plunger, the insulin went into the cartridge. Number of occurrences: 1. Did the customer insert the needle into the cartridge and encounter fill resistance? No. Proceed to step 4. What was your bg reading at the time of this event? Between 54~500 mg/dl. Product lot number: unavailable. For bd product only, are samples available for investigation? Yes. Does customer authorize bd to contact customer to obtain sample(s)? Yes. Did issue cause any injury? If yes, what type of injury? No. Medical intervention needed? If yes, who was the 3rd party and what was the assistance/treatment? No. Resolution: cts explained that bd might follow up with customer regarding returning syringe/needle. No further follow up is required. Note: product category = needle/syringe issue. Complaint only created for syringe as the needle will not contribute to this reported issue.